Event description:
The customer reported the monitor was not displaying v2 and v3 leads. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported the monitor was not displaying v2 and v3 leads. There was no reported adverse patient impact. The philips field service engineer evaluated the device and ECG cables and found the trunk cable was working intermittently. The trunk cable was replaced to resolve the issue. We will consider this a malfunction of the trunk cable where v2 and v3 could not be acquired.